Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii and exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade ii and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade ii and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event the device anxiety-product/procedure, rupture and capsular contracture was received january 18, 2021 with lot number 2912045. Analysis of the returned device identified: weight within specification, creases flat, black mold like and yellow biological. Gel was observed to be cloudy after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.